Event description:
Pt on oral medication for diabetes tested her blood glucoses on the suspect device and they were in the 300-400 mg/dl range. She obtained a blood glucose of 399 mg/dl on the suspect device. She went to the hosp where her blood glucose was 200. She was admitted to ICU and given insulin. Pt returned home after 2 days and her blood glucose on the suspect device was 462 mg/dl.